Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and upon evaluation of the iabp unit, was able to reproduce the reported failure of the unit not booting up. Upon further evaluation, saline contamination was observed on the executive processor board and to correct the issue, the stm replaced the executive processor board. All boards were removed and inspected , and the stm cleaned any remaining saline from the iabp unit. The stm then loaded the b14 software, recalibrated the iabp unit, and replaced one missing cover screw. It was noted that the missing cover screw was not related to the reported event. Subsequently, all safety, functionality, and calibration checks passed to factory specifications and the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, an incident of saline ingress occurred on the cardiosave intra-aortic balloon pump (iabp). It was reported that a saline bag hanging on the unit¿s IV pole burst over the iabp unit. The unit generated a system alarm and shutdown. The iabp unit would not boot and alarmed when turned on. There was no patient harm and no adverse event was reported.